Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with a make sure heater bag is on the heater tray message during fill 4 of 4 of treatment. The patient was connected during the incident. The patient stated the catheter extension fell of the catheter. The patient cancelled the treatment and was referred to the peritoneal dialysis registered nurse (pdrn). Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with a make sure heater bag is on the heater tray message during fill 4 of 4 of treatment. The patient was connected during the incident. The patient stated the catheter extension fell of the catheter. The patient cancelled the treatment and was referred to the peritoneal dialysis registered nurse (pdrn). Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.